Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging he battery cover is loose and keeps coming off and the issue was not resolved with troubleshooting. Replacement products were sent to the patient.